Event description:
It was reported that the customer received an incomplete cartridge change alert. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a correction bolus via pump. Technical support educated the customer on the meaning of the alert and advised ensuring the pump's screen is off before storing it to avoid accidental activations.